Event description:
Pt dislocated again, revision surgery removed everything but the stem and went to a hemi.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocated shoulder. Possible causes for dislocation include: trauma, excessive pt activity, and soft tissue laxity. The pt was revised to remedy dislocation 3 weeks after prior surgery. The explanted device was not returned for investigational review. No info was provided regarding pt activity, accidents, or medical contra indications that would result in or contribute to dislocation. The DHR was reviewed and all processing and inspection steps were executed as intended.